Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high-sensitivity troponin I (tnih) patient sample result that was obtained on a dimension exl w/lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and information provided by the customer. During the investigation it was ascertained that the customer was using the product outside of siemens recommendations in a non-standard use. The instrument data shows that the dimension exl system was recovering high sairs (service test performed with an empty reaction vessel on the loci reader as part of system check). This appears to be a direct result of the non-standard use. During the time of the discordant cardiac troponin I (tnih) result, no other system issue was identified. Hsc cannot rule out a potential sample integrity/handling issue as well as the non-standard use. A potential product issue has not been identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Mdrs 2517506-2022-00023, 2517506-2022-00024 and 2517506-2022-00025 were filed for the same event. MDR supplements 2517506-2022-00023 supplement 1, 2517506-2022-00024 supplement 1, and 2517506-2022-00025-supplement 1 was filed for the same event.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on the dimension exl w/lm system. The discordant result was reported and questioned by the physician(s). The same sample was reprocessed and a lower result was obtained. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient result.